Event description:
A malfunction was reported with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction code reappears.